Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a missing electrode upon its removal. The customer's mother stated that the insulin pump had also alarmed sensor error. The caller did not know the blood glucose reading. The caller stated that the sensor had been inserted into the customer's buttocks by the nurse in the hospital. The caller was advised that a replacement sensor would be sent.